Event description:
During a pocket revision procedure, the surgeon discovered csf in the pocket. The pocket was aspirated. The surgeon continued to monitor the pocket site. It was noted that csf continued to develop. The surgeon decided to explant the patient's system.